Event description:
Pt in surgery for mitral valve replacement. 27mm carpentier-edwards pericardial valve implanted but coaptation of leaflets not satisfactory but attributed to type of valve. Trans-septal incision closed and transesophageal echo indicated a leaflet was stuck in the open position. Pt placed back on cpb and device was explanted and replaced with a st. Jude 29 mm mitral valve. Pt expired shortly after surgery, however it was noted during surgery that the new nitral valve was working appropriately.